Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient experienced a driveline fault alarm. Log file review was requested. 3 driveline fault alarms, beginning on (B)(6) 2024 at 10:14 am were noted. The patient did not experience any symptoms as a result of the driveline faults. Technical services recommended the patient perform a system controller exchange. Additional log files were submitted on (B)(6) 2024 for review, which appeared to not capture any new driveline fault alarms. The phase data was inconclusive on whether there was an issue with any of the wires. Follow-up log files were sent again on (B)(6) 2024 after they performed an additional 25 power cable disconnects. There appeared to be no further driveline fault alarms captured in the log file and all 3 phases on the driveline monitoring value were normal on the new system controller. In addition, it appeared there was a string of low voltage alarms on (B)(6) 2024 around 7:36 am, while tethered to the mobile power unit (mpu). The low voltage alarms appeared to have been caused by power to the mpu being briefly interrupted.

Event description:
It was unknown if the mpu had a v-lock connector on the ac power cord or if the ac power cord had come loose from the wall or the back of the unit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file captured a no external power alarm on (B)(6) 2024 while the mobile power unit (mpu) was in use. The alarm appeared to have been caused by a loss of ac power, as the voltage within both power cables steadily decreased, and the alarm resolved when power was restored to the system. The alarm did not prevent the system from operating at intended speeds. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event and the mpu were asked; however, further information was unable to be provided. The root cause of the reported event was unable to be conclusively determined through this analysis. There were also incidental findings of atypical power cable disconnects while connected to the mpu. The serial number of the mpu was not provided. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the power cable disconnect and no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.